Event description:
It was reported the shot function does not work anymore. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.